Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report several no delivery alarms. The customer's blood glucose reading was 300 mg/dl. Customer reported that she had a steroid injection in her neck the week prior to the alarm. The customer performed troubleshooting and was able to resolve the issue. Customer was informed that the alarm was caused by an infusion set or reservoir occlusion. Nothing was replaced or returned.